Event description:
This device was implanted (B)(6) 2008 and explanted on (B)(6) 2011 due to the battery depleted. Unable to interrogate. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).